Event description:
The reporter called lifescan and alleged the one touch ultra meter powered off during use. The reporter stated that this has been happening intermittently. The customer care rep verified the issue with troubleshooting. There were no supplies to do control solution testing. There are no symptoms or treatments reported in connection with the meter powering off during use. The patient neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the patient there is indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced and return expected.